Manufacturer narrative:
Product analysis review for models db-1232 serial number (B)(6) db-3128-55b, serial number/s (B)(6) and (B)(6) has been completed (in the absence of product return). With all the available information, boston scientific has concluded that implant pain and infection are known inherent risks of using the device as documented in the instructions for use (IFU). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The devices were discarded by the facility as such device analysis was not completed. A product labeling review identified that the devices were implanted off label to treat pain which is not in the IFU product label. Additionally, labeling states boston scientifics deep brain stimulation (dbs) is indicated for use in bilateral stimulation of the subthalamic nucleus (stn) and internal globus pallidus (gpi) to treat parkinsons disease, including unilateral thalamic stimulation of the ventral intermediate nucleus (vim) including the thalamus, to control tremors. The dbs ipg and lead extensions were discarded by the facility. As such, physical analysis has not been conducted in our laboratory. However, based on objective evidence from the field, engineers have concluded that implant pain and infection are known inherent risks of implanting an ipg and lead extensions as part of a system to deliver dbs.

Event description:
It was reported that the patient implanted with a deep brain stimulation (dbs) to treat pain, experienced pain localized at the implantable pulse generator (ipg) chest incision site. Pain medication was administered; however, the symptoms persisted. The patient subsequently underwent removal of the ipg and lead extensions prior to completion of the procedure. In the physicians opinion, the infection was procedure-related and associated with the incision. Device analysis was not performed, as the components were discarded by the facility. The patient was treated with antibiotics and recovered well postoperatively.

Manufacturer narrative:
Section d2b additional pro codes, nhl, pjs. Additional suspect medical device components involved in the event: model/catalog description: 55cm 2x8 lead extension kit model: db-3128-55b, serial: (B)(6), batch: 5004563, UDI: (B)(4). Model/catalog description: dbs 2x8 extension 55cm sterile kit model: db-3128-55, serial: (B)(6), batch: 5005015, UDI: (B)(4).

Event description:
It was reported that the patient implanted with a deep brain stimulation (dbs) to treat pain, experienced pain localized at the implantable pulse generator (ipg) chest incision site. Pain medication was administered; however, the symptoms persisted. The patient subsequently underwent removal of the ipg and lead extensions prior to completion of the procedure. In the physicians opinion, the infection was procedure-related and associated with the incision. Device analysis was not performed, as the components were discarded by the facility. The patient was treated with antibiotics and recovered well postoperatively.